Event description:
The customer reported that the sensor belt is not alerting the alarm when the patient has gotten up. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the rj11 cable is smashed and bent creating a short in the wire causing a continuous alarming. (B) (4).